Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the lens was noted to be decentered. The surgeon reported the pt has a persistent loss of left field of vision. When he reads the vision chart at distance, he is only able to discern the right hemifield of the line, while the letters on the left side are blurry. He cannot adjust the position of his eye to help him read the remaining letters. When tested at near, he experiences the same phenomenon but it does appear to improve. The pt noted no difference in this phenomenon when seeing in a bright environment or in a dark environment. It appears independent of pupil size. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Attempts have been made to obtain additional information on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).